Manufacturer narrative:
(B)(4) 29 oct 2015 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent. (B)(4).

Event description:
Customer states via email the tip was noticed to have disappeared. Doctor performed facelift, all soft tissue and reportedly began case with scissors intact. He never felt scissor break, however, reports that tip disappeared. He could not locate the tip but chose not to take x-ray image due to his confidence in his search, suction and sponging of wound. He reports that tip is not present in the wound and there has been no affect on the patient. The scissor was bought new in (B)(6) 2015 and has not been heavily used since its purchase and is normally steam sterilized and stored in the tray. Patient involvement reported. Medical intervention needed.